Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a right ventricular (rv) lead became dislodged, had t-wave oversensing (twos), r-wave undersensing, and delivered an inappropriate shock. It was also reported that an implantable cardioverter defibrillator (ICD) delivered a shock due to inappropriate detection. The lead was explanted and replaced. The ICD remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Two identified; inappropriate detection due to the oversensing. No device anomalies identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.